Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary procedure, total left shoulder. It was reported that on impaction, the threads on 1mm-2mm of the tip of the glenosphere impactor broke off inside the glenosphere. The glenosphere was left implanted with no delay to surgery.

Event description:
Primary procedure, total left shoulder. It was reported that on impaction, the threads on 1mm-2mm of the tip of the glenosphere impactor broke off inside the glenosphere. The glenosphere was left implanted with no delay to surgery.

Manufacturer narrative:
The reported event that glenosphere holder/ impa ctor was alleged broken, deformed, worn or scratched could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by an inadequate engagement of the glenospehere holder/impactor, which caused a misalignement of the device, and thus the breakage of impactor. An nc was opened to revise the op technique to emphasise the importance of having a good connection between the two parts. Op tech was updated with a statement that clearly describes the full engagement of glenosphere holder/impactor and glenosphere to eliminate any spaces and movement of glenosphere impactor/ holder. As a reminder, the operative technique already states: '"glenosphere placement engage the desired definitive glenosphere on the glenosphere holder/impactor and place the glenosphere onto the glenoid baseplate. If using an eccentric glenosphere, use the eccentric alignment mark on the glenosphere impactor tip and align it to the laser mark on the underside of the eccentric glenosphere to place the glenosphere in the optimum orientation as trialed. The device inspection revealed the following: the tip of the glenosphere holder - piston shows a clean break of the tip towards the middle of the threaded area. The surface is finely fissured and the level fracture area shows shear lips at the edge of the surface. No marks of corrosion can be noticed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.